Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain (abdominal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". The patient's medical history included multigravida and parity 2. Concurrent conditions included uterine leiomyoma, cervical dysplasia, hydrosalpinx, back pain and urinary frequency. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain (abdominal)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and hydrosalpinx ("left hydrosalpinx") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, uterine leiomyoma and hydrosalpinx outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding, hydrosalpinx, pelvic pain, salpingitis and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Event added: chronic salpingitis, fibroid uterus, left hydrosalpinx.. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('pain - pelvic') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". The patient's medical history included c-section in 2012, back surgery in 2012, multigravida, parity 2, uterine fibroid, d & c and leukocytosis. Previously administered products included for an unreported indication: doxyxydine, rocephin, flagyl, nausea, percocet, dilaudid and mefoxin. Concurrent conditions included uterine leiomyoma, cervical dysplasia, hydrosalpinx, back pain and urinary frequency. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain (abdominal)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and hydrosalpinx ("left hydrosalpinx") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, pelvic pain, salpingitis, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, uterine leiomyoma and hydrosalpinx outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding, hydrosalpinx, pelvic inflammatory disease, pelvic pain, salpingitis and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 21-jun-2021: mr received: event pid added and made medically significant and intervention required due to surgery. Historical drug, and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.